Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1519602) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the device jammed. Manual pressure had to be held for 30 minutes. The patient's hospitalization was not mynx related. In the doctor's opinion, the event was caused by the mynx device/mynx procedure. Procedure type: percutaneous coronary intervention sheath size: 6f stick location: right femoral artery.